Manufacturer narrative:
H3 the revision reported in case (B)(4) may have been the result of malalignment between the femoral and tibial components, instability, patient related factors, and/or any combination of these possibilities which led to prosthesis wear and fracture. However, this cannot be confirmed because the component was not returned for evaluation, and no radiographs were provided. Additionally, a contributing factor may have been being packaged in a non-conforming bag for more than five years. The following sections have corrected information: (h6) heath effect - clinical code.

Event description:
It was reported that after a right total knee replacement procedure. The patient underwent a revision procedure to address a polyethylene wear. There was no reported surgical delay. Patient was last known to be in stable condition following the event. No further issues or complications were reported. No additional information is available. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) pending evaluation: (d10) concomitant device(s): 4028758 204-36-08 - stem extension 80l x16 mm. 2862928 204-61-08 - tibial augment block 1/2-sz 1 8mm. 2668430 208-04-22 - trap tray, offset beta cem sz 1f/1t & 2f/1t.